Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2012, inratio: 3.5, lab: 7.8. Test were done within three hours. Pt was symptomatic after testing on the inratio meter. Pt was sent to the hospital emergency department; had internal bleeding. No other pt info was provided.

Manufacturer narrative:
Investigation pending.